Event description:
We have a vacation home at (B)(6) and were staying there from (B)(6) 2020 until (B)(6) 2021. Our permanent address is (B)(6). My husband, (B)(6) was hospitalized at (B)(6), from approximately (B)(6) 2021. He did not have covid. He had been at (B)(6) for the previous 3 weeks because of a brain bleed due to an accident caused by a negligent van driver. He was discharged to (B)(6) approximately (B)(6) 2021 and became lethargic during dialysis on evening saturday (B)(6) 2021. He was brought back to (B)(6) hospital early (B)(6) 2021. The physician wanted to intubate but (B)(6) did not want to be intubated, so the ICU physician put him on a phillips bipap (I don't know the model only the brand) and it was basically connected and not removed until he died, other than twice very briefly to adjust the mask. I was allowed to stay in his room with him and did not leave his side. He could not speak during this time. He died 3 days later from fungemia, aspiration pneumonia, esrd (end stage renal disease, and cardiomyopathy ischemic. I received notice of the philips bipap recall after his death. Could the defect (e.g. Debris/particulates) of the bipap have caused or contributed to his death? Deceased (B)(6) 2021 at (B)(6). FDA safety report ID# (B)(4).